Event description:
Per the clinic, the patient underwent a procedure (date not reported) to revise the skin edges around the abutment site and exchange the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.